Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 48 mm in diameter and 65 in length abdominal aortic aneurysm and occlusion of the left common iliac artery. The proximal aortic neck was 22 mm in diameter and 33 mm in length. It was reported that the device was successfully implanted; however the physician implanted another manufacturer's stent graft to extend in the eia. A type iii endoleak, separation was observed between the endurant and the other manufacturer's stent graft. The physician expects that the endoleak will resolve by heparin neutralization. The physician stated that the type iii endoleak, separation was most likely due to the implanting of a smaller in diameter device (from another manufacturer) into the endurant ipsilateral limb. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.